Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that dull knife blades have been experienced in separate surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
One unopened knife sample was received by manufacturing for evaluation. When received, the knife was not seated properly inside of the blade protector tray. The sample was examined per facility procedure and was found to be visually nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the first complaint for the reported lot number and the first for this issue. How the blade became dull as described in the complaint cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
In (B)(4), the word "unopened" was used to describe how the sample was received by manufacturing. The sample was actually received in an opened product package instead. (B)(4).